Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure due to unknown reasons. The patient is doing well post operatively and the explanted devices were kept by the facility.